Event description:
During an implant procedure, an increased capture threshold resulting in a loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with the battery voltage above elective replacement level. Electrical and mechanical analysis was performed and indicated normal functionality. Further capture evaluation found capture test results to be normal. Additionally, visual inspection of the header and connectors found no contaminants or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.